Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the info is unk, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no irregularities were found. The subject device was corresponded to drawings and processes in place at the time of MFR. It is presumed that too much force was applied to the tips of the instrument, causing one break.

Event description:
During a foot and ankle procedure, the teeth/tip of the lamina spreader broke off in the patient. The broken piece was retrieved and confirmed by x-ray. The procedure was completed, and the broken tip was discarded.